Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced intermittent audio output. Dexcom has issued an rga for patient to return device to be investigated. Patient also claimed that on (B)(6) 2014 she experienced a low which required intervention by her former spouse in the form of an epi pen shot. At the time of the call, patient reported feeling fine.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent audio output.